Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 8:30 am, the patient obtained the blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) on the reported meter. The patient noted he took no actions based on this reading. Five minutes afterwards, the patient experienced the symptoms of rapid heartbeat, blurred vision and weakness. The patient did not seek any medical attention or treatment. The patient manages his diabetes with an insulin pump. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of severe hypoglycemia after obtaining an elevated meter reading, while using an insulin pump to control his diabetes. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k073231.